Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2017. The sensor insertion date is an approximation. The reaction was located at the sensor patch adhesion area. The reaction was described as red and looked irritated. The patient states that upon sensor removal, the sensor left a mark. The patient denies itching or bumps. The patient mentioned that they were not sure if it a reaction of if their skin was really tough when they inserted the sensor. It was indicated that the patient's doctor saw the sensor site. There was no further details provided regarding the doctor visit. No additional event or patient information is available.